Manufacturer narrative:
Date of event. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the gage was off. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
One ventilator device was received for investigation. During visual inspection the device was observed to have a cracked gas eyeball, which confirmed the reported issue. The investigation attributed the root cause of this condition to user interface. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device service history found the device had been serviced in 2017 for gauge accuracy issues, but this issue was considered not relevant to the observed condition. The device manometer was replaced, components were refurbished, and preventative maintenance was performed.

Event description:
Additional information was received indicating the event was discovered during testing on (B)(6) 2022. "Unknown patient involvement."